Event description:
The customer's mother reported via phone call that the customer had a keypad anomaly. The mother stated the keypad was unresponsive. The mother also stated the insulin pump's screen was frozen at certain pages and the insulin pump powered off. It was also found the screen was frozen, but the time was advancing. Customer's blood glucose was 72 mg/dl. The mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump powered up properly after battery installation and no blank display noted. No frozen screen noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump has cracked lcd window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.